Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd unspecified bd infusion set valve malfunction the following information was received by the initial reporter with the following verbatim: date of occurrence: tuesday february 20th, approx. 1100 products involved: bd alaris pump tubing and secondary IV tubing line issue reported: apparent back flowing of secondary medication into primary fluid line. Details: primary tubing line hung with 250 mls of normal saline; infusing well, most of bag infused before secondary medication hung (verbal reports approx. 75ml left in bag). Secondary med (cytotoxic drug) bendamustine 5mg/ml in 250 ml bag of saline for a total volume of 297.4 ml hung. Order to infuse contents of the bag over 1 hour. Pump programmed to run at 297/hr ¿ infusion hung at 1055. At 1125, it was noted that the secondary med bag was empty but the primary line of saline was full. Half of the secondary medication (bendamustine) should still have been in the line, pump settings confirmed. Appears to the nursing staff that the secondary medication back-flowed into the primary bag of normal saline. Saline bag programmed to run at the same rate to ensure all of the medication infused into the patient. Pt had a new peripheral IV into r forearm (#24 g nexiva), hangers in use to ensure appropriate pull from secondary line.

Event description:
No additional information was provided. Materials: unknown batch#: unknown. It was reported by the customer that primary tubing line hung with 250 mls of normal saline; infusing well, most of bag infused before secondary medication hung (verbal reports approx. 75ml left in bag). Secondary med (cytotoxic drug) bendamustine 5mg/ml in 250 ml bag of saline for a total volume of 297.4 ml hung. Order to infuse contents of the bag over 1 hour. Pump programmed to run at 297/hr ¿ infusion hung at 1055. At 1125, it was noted that the secondary med bag was empty but the primary line of saline was full. Half of the secondary medication (bendamustine) should still have been in the line, pump settings confirmed. Appears to the nursing staff that the secondary medication back-flowed into the primary bag of normal saline. Saline bag programmed to run at the same rate to ensure all of the medication infused into the patient. Pt had a new peripheral IV into r forearm (#24 g nexiva), hangers in use to ensure appropriate pull from secondary line. Verbatim:(B)(4). Date of occurrence: tuesday february 20th, approx. 1100. Products involved: bd alaris pump tubing and secondary IV tubing line. Issue reported: apparent back flowing of secondary medication into primary fluid line. Details: primary tubing line hung with 250 mls of normal saline; infusing well, most of bag infused before secondary medication hung (verbal reports approx. 75ml left in bag). Secondary med (cytotoxic drug) bendamustine 5mg/ml in 250 ml bag of saline for a total volume of 297.4 ml hung. Order to infuse contents of the bag over 1 hour. Pump programmed to run at 297/hr ¿ infusion hung at 1055. At 1125, it was noted that the secondary med bag was empty but the primary line of saline was full. Half of the secondary medication (bendamustine) should still have been in the line, pump settings confirmed. Appears to the nursing staff that the secondary medication back-flowed into the primary bag of normal saline. Saline bag programmed to run at the same rate to ensure all of the medication infused into the patient. Pt had a new peripheral IV into r forearm (#24 g nexiva), hangers in use to ensure appropriate pull from secondary line. 1. Kindly provide the material number and batch/lot number of the product. Unable to send the original packaging for the tubing as this was prepared the day prior and discarded. 2. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Physical sample of the primary alaris pump tubing line with the remaining bag of normal saline as well as the secondary med line set up with empty bag of bendamustine. Potential that there is cytotoxic drug in line. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event as issue was caught by nursing staff and both secondary and primary line fluid infused to ensure full dose received by patient.

Manufacturer narrative:
Additional information : material number updated in the d tab and additional lot numbers 23125016, 23126017 the customer reported the secondary medication back-flowed into the primary bag of normal saline. One sample of material 2420-0007 and an unidentifiable secondary set was submitted. The samples were first visually inspected for visible damages or abnormalities. There were no visible damages or abnormalities on both infusion sets. The sets were then primed. The primary infusion line was primed with water and the secondary line was primed with water with blue color dye. A simulated infusion was conducted at a flow rate of 125 ml/hr. The blue color dyed water was observed traveling past the one way valve of the primary infusion line. The customer complaint of backflow was confirmed by testing of the suspected infusion set. The root cause for the backflow of the fluid in the primary infusion line is a failure of the backflow valve in the infusion line. The investigation was forwarded to the backflow valve supplier for further evaluation of the backflow valve. The backflow valve was checked for presence of particulate, but no particulate could be found. The sample was then inspected on the test machine that initially inspected the backflow valve. The backflow failure could not be replicated. Finally, the backflow valve was inspected by offline testers and the backflow failure could not be replicated. The root cause for the backflow issues could not be determined. The material number and lot number was reported as "unknown," by the customer. The following device history review was conducted based on tracing the possible material numbers and lot numbers using the laser ID number of the smartsites. A device history record review for model 2420-0007 lot number 23125016 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 23125017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.